Event description:
Review of information indicates high rv pacing impedance and right ventricular oversensing noted. It was further reported that the patient received multiple shocks and that there was a lead fracture. The lead was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory.